Event description:
The repiratory therapy (rt) manager reported that the staff was getting ready to use the ventilator but it would not power on. The rt manager reported the ventilator was moved to another location for further checkout, and they were able to power on the ventilator and perform an extended self test (est), which passed. The rt manager reported they then powered the unit down and back up in normal operating mode, at which time the ventilator then shut down and displayed a ventilator inoperative message. The rt manager alleged there was a visual alarm active, but no audible alarm activated. The ventilator was set aside and service called.